Event description:
Almost six months after the index procedure, the patient complained of chest pain and thrombus was found within the implanted cypher stents.

Manufacturer narrative:
This pt presented to cardiac catherization for elective treatment of a de novo lesion in the proximal to the distal left circumflex of 27.2mm in length in a 2.6mm vessel diameter. The (b2) concentric lesion was also described as bifurcated. Pre-dilation was conducted with a 2.5x15mm balloon at 8atm for 20seconds. Then a 2.5x23mm cypher was deployed at 14atm for 60seconds. It was followed by a 2.5x18mm cypher also at 14atm for 60 seconds proximal to the 1st cypher overlapping it. Post-dilation was not conducted over the entire stent, but the overlapping portion was dilated at 16 atm. Ivus was not conducted. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 0%. Act was not measured. Almost six months later, the pt complained of chest pressure on exertion twice a week since the previous month. Cag was conducted and thrombus was observed inside the cypher at the overlapping portion. To treat the thrombus, aspiration and poba were conducted. Then urokinase was administered by i.v. The physician commented that the cause of the thrombotic event was because the pt sometimes forgot to take the anti-platelet medicine. This product is not distributed in the united states. However, it is similar to the us distributed device. It is also not available for testing and evaluation. A female patient with a history of angina, hypertension, hyperlipidemia, diabetes, liver failure and previous pci experienced a thrombotic event eighteen months post cypher stent implantations. The reason for the patient's initial admission to hospital was not reported; but an elective angiogram revealed a lesion in her proximal to distal circumflex. This patient's gender and extensive history put her at increased risk for mace. Pre-procedural medications included asa and ticlid; while intra procedural medications included asa, ticlid and heparin. Acts were not measured during the procedure. The proximal to distal circumflex was described as de novo, type b2, 2.6mm in diameter, 27.2mm in length, concentric and located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 2.50x23mm cypher stent at a maximum inflation pressure of 14atm. This was followed by the more proximal and overlapping placement of a 2.50x18mm cypher stent at a maximum inflation pressure of 14atm. Post-dilation was then conducted for a resultant timi flow of 3 and a residual stenosis of 0%. The pt was discharged on medications that included asa and ticlid. Eighteen months after the index procedure, the pt experienced chest pain on exertion. A repeat angiogram revealed thrombus within the previously implanted cypher stents in the area of overlap. The patient returned to the cath lab two days later for the treatment of this event that included aspiration, ptca and urokinase. The products remain implanted in the patient, and are thus not available for evaluation. According to the procedural physician, the cause of the thrombotic event was the patient's intermittent non-compliance with this anti-platelet medication. There are patient, vessel and pharmacological factors that may have contributed to this event. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-01148 and 9616099-2006-01149.